Event description:
Device 4 of 4: reference MFR report: 1627487-2011-09048, reference MFR report: 1627487-2011-09049, reference MFR report: 1627487-2011-09050. The pt received the scs sys including ipg, two peripheral percutaneous (off-label) leads (two different lot numbers 3158111, 3139120) and two lead extensions (different lot numbers 2879581 nad 2896524) on (B)(6) 2010. It was reported the pt was experienced inadequate stimulation effects in the desired area. The physician replaced the pt's peripheral leads and electively replaced the lead extensions. The pt reported good coverage and comfortable stimulation postoperative. No further pt complications were reported. Explanted product has been retained by the facility.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.